Event description:
This was a lead extraction case to remove a 10 year old sjm 1488 rv pacing lead because of insulation failure. The rv lead appeared to cross perpendicularly with the atrial lead (10 year old sjm 1488) in the innominate. The physician prepped the rv lead with a liberator and one tie and used a 9f tightrail to successfully extract the lead. During the extraction of the rv lead, the ra lead dislodged. The physician tested the ra lead and it failed to pace/sense. He suspected that the lead had been damaged as a result of the leads crossing in the innominate and the unavoidable proximity of the tightrail to the ra lead during the extraction of the rv lead. The ra lead was then prepped with a liberator and one tie and the 9f tightrail was used to extract the lead. No injury occurred and the patient was discharged per the operative plan.

Manufacturer narrative:
This incident is being reported due to the damage that occurred to a non-targeted lead and the unplanned extraction of that lead.